Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the tip of the cutter device broke while drilling a hole in a bone. According to the report, the cutter device was being used with the attachment device at the time of the event. It was reported that all fragments were retrieved and nothing remained in the patient's body. There were no delays to the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
According the reporter, the attachment device did not fail. Upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.